Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 840.7 mcg/day) via an implantable pump for intractable spasticity. It was reported that  the patient experienced a change in their spasticity and they wished to do a nuclear dye study to check the catheter.  It was noted that a dye study was attempted on (B)(6) 2021 and it was unable to be withdrawn. The plan was to fill the pump with saline and contrast solution and run the pump at the current rate.